Event description:
During an endoscopic papillary balloon dilation (epbd), a cook fusion biliary dilation balloon was used. The balloon was advanced through the endoscope and into the pt to dilate the papilla. The balloon was inflated with water. The physician confirmed lots of air bubbles under fluoroscopy. The physician also felt [the balloons'] expansive force was weak and removed the balloon. They confirmed a pinhole in the balloon material. The physician replaced it with other MFR's product to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. When the balloon was inflated a stream of water was observed exiting near the center of the balloon. The balloon would not maintain pressure or remain inflated. A product -specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report the device was used for endoscopic papillary balloon dilation (epbd) and lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. The instructions for use states; "do not use this device for any purpose other than the dilation of strictures in biliary duct (if used for non-intended purpose, it is unapproved indication.) Create and maintain a vacuum with the inflation device. Apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel." A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon leak can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." Prior to distribution, all fusion biliary dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.